Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were performing a test defibrillation shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. Physio also observed that the locked up while they were attempting to deliver a test shock. Physio-control has determined that the likely cause of the device lock up was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were performing a test defibrillation shock. There was no patient use associated with the reported event.